Event description:
Device 1 of 2. Reference MFR report#3006705815-2019-00202.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report# 3006705815-2019-00202. It was reported that at the post-implant initial reprogramming session, on (B)(6) 2018, when therapy was turned on the patient reported feeling lightheaded, twitching and right leg stiffness, and patient fainted. The manufacturer representative turned off the stimulation. Vital signs were obtained and patient asked to lay down and became responsive within minutes. IV fluids were given. An hour later, patient reported feeling normal. As such, the patient was re-programmed under the supervision of the physician, but the same right leg sensation began, with nausea and metallic taste, so the therapy was once again turned off and patient was asymptomatic. To rule out the possibility of placebo effect, when therapy was once again turned on unknowingly, patient experienced nausea and metallic taste. As a result, the physician, explanted the entire scs system.